Event description:
During surgery, the surgeon was attempting to drive a screw through the plate when the plate came off the interbody component while driving the screw. After replacing the components, the surgeon was drilling and caused a second plate to disengage the interbody component. There was a 20 minute surgery delay to replace the component. The surgery was completed with other components in the system without further incident.

Manufacturer narrative:
A review of the device history records indicates no discrepancies which would have contributed to the event. Screw placement and drilling at an extreme angle are possible contributors. A review of the system surgical technique outlines disengagement of the components as a potential occurrence.